Event description:
Boston scientific crm received info that the cardiac resynchronization therapy defibrillator (crt-d) in association with this transvenous right ventricular (rv) lead may have caused or contributed to the pt's death as a result of functional undersensing of ventricular tachycardia (vt) and subsequent ventricular fibrillation (vf). The pt had been received to the hospital ER. The local area boston scientific crm sales rep noted that the device appeared to be sensing every third to fourth beat. The rep also had noted that the device had delivered 13 shocks to the pt that day, and was programmed with a single zone of therapy. Device sensing was programmed at nominal. Therapy was further delayed due to the time it took to load a patch. The rep was able to stat shock the pt, which did convert the rhythm momentarily, but then the pt proceed back into vf. The boston scientific crm technical services consultant commented that undersensing can occur in fine vf. The local area sales rep was not certain whether the device would be explanted.

Manufacturer narrative:
To date, info suggests that the medical device, and this lead were not explanted and were buried with the pt. If new info becomes available, this report will be further evaluated and updated.